Manufacturer narrative:
Investigation summary: no device was returned, so no evaluation could be performed on the actual device. Patient has a history of urinary tract infection. Manufacturer has reviewed the device history records, quality inspection data, and complaint history for the device. A review of the final inspection report and DHR for this lot indicate no anomalies that would contribute to this event. Manufacturer is unable to confirm that the catheter caused or contributed to the event.

Event description:
On (B)(6) 2015, patient reported that he suspected use of device had caused a urinary tract infection (uti). Patient experienced hematuria and visited doctor. On (B)(6) 2015, uti diagnosis was confirmed and patient was prescribed oral antibiotics. On (B)(6) 2015, patient reported he had finished the antibiotics and feels fine now. His doctor gave no alleged cause for the infection. His doctor took him off the catheterization program for the time being to assess his condition.